Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was capturing in the atrium and was unable to find thresholds for the lv. It was noted that the efficiency of device's feature that makes adjustments to the device's pacing rate based on the morphology of the left ventricular electrogram, was significantly lower than it has been in the past. The lv lead remains in use. No patient complications have been reported as a result of this event.